Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that the implant (1994) was unable to disengage from the implant fixture mount. Implant was removed and another implant was placed to complete the procedure. Tooth location 31.

Manufacturer narrative:
One impl twist mp-1 5.0 mm 10 mm (1994) was returned for investigation attached to its mount. Visual evaluation of the as returned product identified signs of use and dried blood and bone around the implant threads. It was determined the device passed functional testing as the mount was able to be removed and assembled/disassembled as intended. Residue was found on the implant collar after it was separated from the mount. A pre-existing condition noted on the per was low (type (ii) bone density. The reported device was located on tooth #(B)(6) (universal) and was used for a single day/procedure. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018091243). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018091243) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or device (1994). Therefore, based on the available information, device malfunction did not occur and the reported event was un-confirmed.

Event description:
No further event information available at the time of this report.